Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was separated. The following information was received by the initial reporter with the following verbatim as pharmacy technicians were compounding with the optima n40-o and the 10942011 alaris tubing set, the spin collar separated from the tubing set. The optima n40-o and spin collar were pulled from the tubing set and the set began leaking fluid inside the hood.

Manufacturer narrative:
Investigation results: one photo taken by the customer confirms the spin collar separation from the male luer. Due to no sample being received, no root cause can be determined. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
Additional information from customer: the connection occurred inside the hood before priming occurred. The tube was dry and nothing leaked inside the hood. There was no reported adverse event or injury associated with this event. I do not think the detached line had anything to do with a specific phaseal because we replicated the connection outside of the cleanroom with a different phaseal. The line also detached from the spinning piece